Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation, there was found that the device was functioning normally with proper output power. Therefore, the reported allegations could not be confirmed. According to the device history record review, it was installed on 8/31/2015 and this event occurred 10 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. Based on this analysis, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the power reduction initially reported.

Event description:
It was reported that during the procedure, power reduction was found. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that during the procedure, power reduction was found. The procedure was completed with this device. There were no patient complications.